Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator pad was unable to provide a shock to the patient during a code. The customer was able to shock the patient by using another pad with the device. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another pad.